Event description:
It was reported that the patient had twiddler's syndrome. The right ventricular (rv) and right atrial (ra) lead were explanted and replaced due to the twiddler's syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal and defibrillator conductors were distorted, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the steroid ring was missing but was unable to determine when this occurred. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.